Event description:
It was reported that the patient experienced a loss of therapeutic effect two weeks after device replacement. The patient had just left the hospital (B)(6). Symptoms reported were nausea, vomiting, pain, and diarrhea. The patient saw her family doctor who told her "stomach was backed up" per an x-ray. Additional information was requested but was not available at the time of this report.

Event description:
Additional information requested revealed that the patient had "gastroparesis and a narcotic addiction" that attributed to the event. No abnormal impedance measurements were reported and no surgical intervention was taken. The patient was reprogrammed on (B)(6) 2012. The patient was hospitalized due to this event and no patient injury was reported. "Poor compliance" was also reported.

Manufacturer narrative:
Lead model: 435135, lot #: nht011413n, implanted:(B)(6) 2010, explanted: na; lead model: 435135, lot #: nht011252n, implanted: (B)(6) 2010, explanted: na.